Event description:
Pt using (B)(6) to order contact lenses without a proper fit. Faq page even reports that pt is not actually being fit for cls. This could cause serious damage or blindness. Dates of use: (B)(6) 2016.